Manufacturer narrative:
Currently, the rv and lv leads have not been returned to boston scientific for laboratory analysis and they are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received numerous inappropriate shocks and anti-tachycardia pacing (atp) for the oversensing of noise. The pacing impedance measurements on this rv lead have also been intermittently above 2,000 ohms since 2012. The device was programmed to monitor only so no further shocks would be delivered. In addition, the patient has experienced diaphragm stimulation from the left ventricular (lv) lead since the associated device was implanted and the pacing impedance measurements for the lv lead are above 2,000 ohms. As a result of the diaphragm stimulation, the device had been reprogrammed to pace in the right ventricle only. There was no defibrillation threshold (dft) testing performed when the device was implanted but normal shock impedance measurements were noted with all the delivered inappropriate shocks. Boston scientific technical services (ts) was contacted for technical assistance and a ts consultant provided some information and steps for performing troubleshooting to ascertain the root cause for the issues. No adverse patient effects were reported. Additional information was reported that the noise was able to be reproduced with arm movements and now the out of range pacing impedance measurements are observed on all three leads. A revision was performed and it was confirmed that the is-1 portion of the rv and lv lead were fractured. The right atrial (ra) lead was also explanted as the patient is in chronic atrial fibrillation. The rv and lv leads were successfully replaced and the atrial port of the device was plugged. No additional adverse patient effects were reported.